Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.2815" x 0.2385" in size. Additional observations related to customer reported complaint: the instrument was found to have a broken bipolar yaw pulley. Broken pieces were missing as a result of breakage. Size of missing pieces are approximately 0.2150" x 0.0580". The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. This is caused by broken distal clevis. The wire insulation was not damaged, and the instrument passed an electrical continuity test. The instrument was found to have a loose grip cable at the distal end. The instrument has both broken yaw pulley and distal clevis at the distal end. As a result, the grip cable became loose.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a frayed cable. The procedure was completed with no reported injury.